Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from 2008 to (B)(6) 2012. Concurrent conditions included obesity, abdominal pain, itching, fatigue, decreased appetite, keloid scar, pruritus, anxiety, renal cyst, epigastric pain, ovarian cyst and fever. Concomitant products included docusate sodium, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen and paracetamol (acetaminophen) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, unilateral oophorectomy - left side). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, weight decreased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight loss". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2012. Concurrent conditions included obesity, abdominal pain, itching, fatigue, decreased appetite, keloid scar, pruritus, anxiety, renal cyst nos, epigastric pain, ovarian cyst and fever. Concomitant products included docusate sodium, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and hypersensitivity had resolved and the menstrual disorder, weight decreased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009,(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight loss". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Event added from pfs- allergic reaction. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain/ pelvic pain") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2012 . Concurrent conditions included obesity, abdominal pain, itching, fatigue, decreased appetite, keloid scar, pruritus, anxiety, renal cyst nos, epigastric pain, ovarian cyst and fever. Concomitant products included docusate sodium, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issue"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy, unilateral oopherectomy - left side). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, weight decreased, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009,( B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, weight loss". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.